Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient is still urinating a lot; they go all the time. No falls or accidents were reported that could be related to the issue. They did have an upper gi endoscope in (B)(6), and ever since the procedure, they have been going an awful lot. They lost their patient programmer (pp) so they were transferred to a call agency to see about getting a replacement pp, to see if stimulation is on or of, or if settings need to be adjusted; they also can't feel stimulation. While talking to the call agency, they said they were having a lot of problems with their device. The patient also has been having a lot of pain on their left side when they lay down, sit up, or walk. They went to their managing healthcare provider (hcp) who will do tests. The patient went to a place for emergency's the day before initial report and spoke to a nurse who told them to call the manufacturing company. As a result of the event, the patient was redirected to their hcp to discuss the pain. No further patient complications have been reported as a result of this event.